Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01452 . Based on information obtained, one lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01452. It was reported the patient experienced inadequate therapy following a fall. Subsequently, it was determined the leads had migrated. On (B)(6) 2019, the leads were repositioned and pulled up to the correct position. Post-operatively, effective therapy was established.